Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed to open. The customer stated that clicking could be heard, but the locking mechanism did not open the door. The customer further reported that the hardware failed, and any attempted recovery also failed, resulting in the entire fridge being marked as failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to openclose. A field service engineer tested the remote manager latch, found it clicked but did not release, removed and inspected the latch, identified oxidized mini switches, replaced the latch, applied carbon conductive grease to the switch contacts, verified the remote manager tested good in hardware test application (hta), and confirmed the escort successfully recovered the failed remote manager in the pyxis application with multiple inventory tests completed successfully. The system functioned as intended after the field service engineer repaired the device.